Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. Following pre-dilatation, a 2.50x20mm synergy drug-eluting stent was advanced for treatment. However, when the device tried to pass the lesion, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.